Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, it was noticed that the aquabeam scope was initially inserted incorrectly into the aquabeam handpiece. This mistake was identified when the camera was connected to the scope before handpiece insertion into the patient. The surgeon was then guided through properly re-inserting the scope into the handpiece. After this correction, the case proceeded as planned. However, during the final 10 seconds of the first treatment pass, an error code"e22 - motorpack error" appeared and could not be cleared. Given the circumstances, the surgeon decided that one treatment pass was sufficient for the patient and chose not to swap the handpiece. The surgeon ended up resecting some additional tissue after the single-pass aquablation procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, an 'e22 ¿ motorpack error' was triggered upon docking and could not be cleared, confirming the reported issue. Further testing of voltage signals revealed an issue with the printed circuit board. The investigation concluded that the reported event was caused by an electrical/electronic component failure; however, the exact source of the failure could not be determined. Review of the log files corresponding to the procedure confirms repeated occurrences of error code e22 - motorpack error. A review of the device history record (DHR) for aquabeam robotic system ab2000/serial number (B)(6) and aquabeam handpiece/lot number 24c04876 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam user manual, um0101 rev. F states the following about e22 errors: e22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.